Event description:
Information was received indicating that upon using the portex endobronchial tube, air was leaking from the cuff. The customer stopped using the product. There were no adverse events reported.

Manufacturer narrative:
Device evaluation- one used device was returned for evaluation. The visual inspection showed no abnormalities. The device was given functional testing: this showed a tear in the cuff surface allowing for cuff leakage. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The device type is 100% leak tested during production. The root cause was determined most likely to be damage during use. The issue was confirmed and not attributed to a manufacturing issue.